Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the power supply and the ventilator passed all testing. Tse recommend running the unit for a couple of days before putting back into service. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).